Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on) was confirmed due to the c1 capacitor on the computer/analog pca being shorted. Upon further investigation, d1, l1, and l2 on the ca board were defective, causing fault. The root cause for the shorted capacitors could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.